Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. D4: batch # r5az0f. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload no loaded on the device. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, part of blade sticking out of cartridge after uses. There were no patient consequences.